Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four days of post deployment, the patient presented with abdominal pain, a computerized tomography-abdomen/pelvis with contrast stated that inferior vena cava filter was present. Around, one year, six months later, the patient again reported with right lower quadrant abdominal pain and followed by x-ray abdomen was performed, which showed inferior vena cava filter was in place. Around, ten months later, computerized tomography-abdomen/pelvis with contrast showed an inferior vena cava filter was present. Inferior vena cava filter with some of the struts projecting just outside the outer table wall with one strut was appearing to terminate in the wall of the proximal transverse duodenum. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2017 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: : as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a CT scan demonstrated the filter perforated and migrated. There was no reported attempt made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a CT scan demonstrated the filter perforated and migrated. There was no reported attempt made to retrieve the filter. The current status of the patient is unknown.